Event description:
Report 1 of 2: it was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of tubes exhibited air bubbles in gel. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but eight (8) photos were provided for investigation. The photos were reviewed, and gel air bubbles, scratched tube, and insufficient gel was observed. Additionally, one hundred (100) retention samples of each batch from bd inventory were evaluated by visual examination. The issue of gel air bubbles was observed in one (1) tube of batch 4045984. All other retention samples that were visually examined met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of gel air bubbles, scratched tube, and insufficient gel for lot 4073666 and gel air bubbles for lot 4045984. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6) . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of tubes exhibited air bubbles in gel. There was no health impact or consequences reported.